Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the reporter, on approximately (B)(6) 2026, the pediatric patient experienced a skin reaction with redness and drainage under the entire sensor patch area. Prior to sensor insertion the area was prepped with soap, water and alcohol wipes. The patient was taken to the hospital and the doctor prescribed oral antibiotic (flucloxacillin and unspecified topical ointment). There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the pus had resolved; however, the affected skin area remained inflamed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).